Event description:
A peritoneal dialysis pt reported that she experienced a pt line block alarm during treatment while in drain 1 of 5. The pt mentioned that she was just released form the hospital due to a care accident. While in the hospital, manual drains were performed and the cycler was not in use. The pt stated that she is unsure if solution was left dwelling in her abdomen. The reported drain volume of 4062ml was 203 percent over the expected drain volume which resulted in reportable device malfunction. Although the pt did experience some discomfort, she did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Based on the information provided, no definitive conclusion can be drawn. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.